Event description:
Complainant alleged that the staff of the electrophysiology lab was attempting to cardiovert a male pt (age unk) when the reported malfunction occurred. The staff was attempting to shock the pt, who was in a ventricular tachycardia rhythm, with sychronized shocks, but the complainant indicated that the device discharged on the wrong part of the rhythm ("t" wave), sending the pt into a ventricular fibrillation heart rhythm. The clinicians then administered three non-synchronized shocks at 200j, 300j and 360j each, but the pt was not converted to normal sinus rhythm. The clinician then administered three more shocks at the same joule settings, but the pt was still not converted to a normal sinus rhythm. The pt had an internal pacemaker, and the staff then adjusted the internal pacemaker to convert the pt to a normal sinus rhythm. The complaint indicated that there were no adverse effects on the pt as a result of the reported malfunction.